Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a significant ventricular arrhythmia. Remote transmission data indicated intermittent right atrial (ra) lead and right ventricular (rv) lead under sensing observed. The ra lead and rv lead remain in use. No patient complications have been reported as a result of this event.